Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 475 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. The customer didn't have the tubing clamp for the high pressure test. After the displacement test, the customer stated that the insulin pump got stuck in the prime mode, and would not go back to the fixed prime screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.